Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation and updated event date. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted (note 1). Tow sutures were still attached to cylinder 1, indicating the cylinder had not been implanted. No functional abnormalities were noted with cylinder 1 or the pump based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the exhaust tube of cylinder 2 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction tubing leak.